Manufacturer narrative:
Procuct evaluation pending.

Event description:
A patient was reported to have undergone removal of hardware of the cervical construct due to dysphagia in 2006. The initial surgery took place on two months earlier. The surgeon obtained a post operative x-ray in office one month later and noticed that the c6 screw was backing out of the construct. No other injury was noted at the time of the removal.